Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose early in this year with blood glucose of 400mg/dl. Customer¿s current blood glucose was 304mg/dl yesterday it was 261mg/dl, 272mg/dl,264mg/dl. The customer was wearing the insulin pump during the hospitalization. Troubleshoot was done for bent cannula. The insulin pump will not be returned for analysis.